Manufacturer narrative:
Other relevant device(s) are: product ID: e volutr-34-us, serial/lot #: (B)(4), ubd: 23-sep-2020, UDI#: (B)(4). Product analysis: the valve remained implanted and the delivery catheter system (dcs) was discard by the customer. Therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 34 millimeter (mm) transcatheter bioprosthetic valve, within a native bicuspid valve, the physician attempted to implant the transcatheter valve higher than normal. However, the valve was implanted deeper than desired and moderate paravalvular leak (pvl) occurred. After ballooning the valve several times, moderate pvl was still present. As a result, a second 34mm transcatheter bioprosthetic valve was deployed inside the first transcatheter valve at a higher depth for more radical force with improved pvl. No additional adverse patient effects were reported.